Event description:
Additional information received reported that the patient was still having concerns with her device or therapy and was working with the doctor or manufacturer representative. The patient had an appointment on (B)(6) 2013. It was later reported that the patient had the implant placed in (B)(6) 2013 and believed the implantable neurostimulator (ins) was working off and on. The patient had 4 or 5 yeast infections because, the patient was on antibiotics. The patient was told that the ins would not work when she had an infection. It was noted that the patient had rosacea and lesions on her face that were being treated by advanced florescent therapy (aft). The therapy was stopped until the healthcare provider (hcp) received a letter stating that is was ok.

Event description:
It was reported the patient had a loss of therapeutic effect. The reporter stated that for the first week post implant they had fantastic results for both bladder and bowel symptoms. It was noted the patient was put on antibiotics and then developed a yeast infection. It was further noted that since the yeast infection the patient had not been experiencing the same symptoms control and was having accidents. The reporter stated that symptom control was back to pre-trial level. It was noted the patient saw their healthcare professional (hcp) about 2 weeks afterwards and was reprogrammed, but they have had no improvement. The reporter stated the infection had cleared as far as they know. It was noted the patient had no falls or trauma; however, the patient does bend and stoop a lot since they have small dogs. It was noted the patient has an appointment on 2013-(B)(6) with their hcp. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# va07xn0, implanted: 2013-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).